Event description:
During an atrial fibrillation procedure, blood leaked from the sheath. The sheath was inserted in the right femoral vein and the viewflex was inserted into the sheath. After brocken brough and an attempting to switch out the catheter it was noted that a blood leaked out. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported blood leak could not be conclusively determined.